Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320109, batch no: 9121987. Verbatim: issue(s): found 2 pen needles stopped during injection of saxenda. Lot #: 9121987. Item #: 320109. Date of event: (B)(6) 2019. She is new to injections and for about 1 and 1/2 weeks. Informed proper placement of pen needles and to complete flow check.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320109 batch no: 9121987. Verbatim: issue(s): found 2 pen needles stopped during injection of saxenda. Lot #: 9121987. Item #: 320109. Date of event: (B)(6) 2019. She is new to injections and for about 1 and 1/2 weeks. Informed proper placement of pen needles and to complete flow check.